Manufacturer narrative:
D10: concomittants: (B)(6) 201-78-13 - holding pin small head sharp point med (B)(4) (B)(6) 208-06-04 - cc distal fem augment sz 4, 10mm (B)(6) 400-40-11 - flex osteotome-round, me (B)(6) 208-06-04 - cc distal fem augment sz 4, 10mm (B)(6) 208-10-15 - cc femoral aug screw 15mm (B)(6) 02-012-45-4030 - lgc tibial fit tray cem sz 4f / 3t (B)(6) 208-05-04 - cc distal fem augment sz 4, 5mm (B)(6) 02-012-50-3013 - tru tib aug 1/2 rm sz 3, 10mm (B)(6) 02-012-50-3014 - tru tib aug 1/2 rl sz 3, 10mm (B)(6) 02-010-06-0541 - tru post. Aug. Size 4, 5mm (B)(6) 02-010-06-0542 - tru post. Aug. Size 4, 10mm (B)(6) 02-012-60-1612 - tru stem ext 16mm x 120mm (B)(6) 02-012-60-1680 - tru stem ext 16mm x 80mm (B)(6) 02-012-65-4021 - tru cc tib insert size 4, 21mm - recall device. (B)(6) 203-96-21 - (11-2714) stryker 2000 90x13/21x 1.9mm. H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues; no device information was provided. The cause of the patient¿s infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis.

Event description:
It was reported via clinical study, that the 56 yo male patient experienced swelling of left knee due to a recurrent infection (inpatient/prolonged hospitalization.) The date of adverse event onset is (B)(6) 2016. The patient¿s outcome was last known as resolved on (B)(6) 2016.